Manufacturer narrative:
Initial reporter first name: (B)(6). Investigation summary: a mz1000 sample was not available for investigation of this feedback; however the customer indicates that leakage was identified with six maxzero devices. Further information regarding the connecting products or the nature of the leakage were not available to assist the investigation. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17095911 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. Root cause description: DHR: (B)(4) ,productlot: mz1000 17095911, qty:(B)(4) , qn:none mf date:07-09-20.

Event description:
It was reported that the maxzero needleless connector experienced 6 cases of leakage. The following information was provided by the initial reporter: medicine leakage ¿ six (6) occurences.